Manufacturer narrative:
Perivalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. In this case, the patient's native aortic valve was noted to be extensively calcified. It is possible that the annulus was not adequately debrided or there was not appropriate sealing of the valve at the annulus. There has been no indication or allegation of a product malfunction. It appears that the root cause of this event was likely due to procedural related factors at the original time of valve implantation. The device history record (DHR) review could not be performed as the device serial number was not provided. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23 mm intuity elite valve was explanted due to perivalvular leak (pvl) after an implant duration of approximately 4 months. As per the op report, the native valve was extensively calcified. A trivial pvl was noted after implantation of the subject device. Then 3 months after implant, the patient was diagnosed with anemia and was thought to be caused by hemolysis. Later, a transesophageal echocardiogram was performed and a mild-to-moderate pvl was seen. The device was explanted and a 23 mm magna ease valve was successfully implanted. During the redo surgery, an edwards physio ring ii 28 mm was also implanted in mitral position. The patient was noted as to be discharged from the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.